Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The findings of the product analysis are not available as the product was not returned.

Event description:
It was reported that the ¿quad cut blade began to discharge metal shards into the nasal cavity. The suction had not yet been turned on, irrigation was on. Surgeon stopped procedure and changed blades to another quad cut without incident.¿

Manufacturer narrative:
The findings of the product analysis were as follows: ¿from visual evaluation through unaided eye, no visible damages were noticed on the blade assembly with respect to breakage at any location. The customer alleged that the blade dislodged metal shards. Under magnification, the blade teeth on inner and outer shafts appeared to be free of damage. There was obvious presence of white residue on the blade teeth which is likely the grease material that is applied to the shaft assembly during device manufacturing. Since no fault was found on the device with respect to dislodging metal shards, the root cause of 'cause not evident / unconfirmed failure' is selected for the complaint.¿ (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.